Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The technical service representative (tsr) explained the alarm. The care giver (cg) stated that the supply bag fell and disconnected. The cg cycled the power and system error 2367 alarmed. The tsr assisted to end therapy and advised to let the nurse know about the alarm. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The patient discarded the sample.